Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that it look too long to perform therapy with the AED. There was no report of negative patient impact.